Event description:
The customer reported that the system monitor would go black. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep replaced the on/off switch. The system was tested and found to be working as intended and put back in service.